Event description:
This rv lead was implanted on (B)(6) 1998, and remains implanted at this time. A call was placed to technical services on (B)(6) 2016, stating that this lead exhibited high out-of-range shock impedance measurements and fracture. Impedance was greater than 125 ohms. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).